Event description:
It was reported that the cs100 intra- aortic balloon pump (iabp) unit would not power up. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device/10: acquiring information on status of unit. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Device not accessible for testing (4117): a diagnosis, as well as a repair estimate was presented to the customer, however, the customer decided to reject technical assistance and for getinge to evaluate the iabp unit involved in this reported event. The customer decided to purchase a new cardiosave iabu unit, as it is not possible to access the unit. Ultimately, the cause of the reported malfunction points to a defective power supply. A supplemental report will be submitted if additional information is provided. H3 other text : device not returned to manufacturer.

Event description:
N/a.